Event description:
Reportable upon analysis completed on 17-jan-2019: it was reported that during a pulmonary vein isolation procedure with an intellanav mifi open-irrigated catheter, the temperature reading on the generator maxed out so the tip of the catheter was reading an excessive temperature. The generator was reset the error re-occurred then loss of tracking on the catheter occurred. The procedure was completed using another nav mifi oi. No patient complications occurred and the patients status is fine. However analysis of the device found fluid ingress. Visual inspection revealed dried saline on the distal end and tip. The ring 3 seals are compromised and the ring 2 seals may also be compromised. Electrical continuity checks were checked manually using a multi-meter and breakout box. R3 is open in all curve configurations. No shorts were detected. Functional inspection found the steering knob and the tension control knob functioned properly on both lock and unlock positions. X-rays showed no obvious anomalies. The ablation was verified by using the maestro generator 4000 and the metriq pump and the device was found within specifications. The handle was opened. The device was connected to a metriq pump that was programmed to 30ml/minute (ablation flow rate) and the pump was left running for approximately 2 minutes. No leakage was seen inside the handle. The device tip was placed in a saline tank with the butt bond submerged and a metriq pump programmed to 30ml/min was attached to the device. After approximately 4 hours the device underwent rf ablation tests and no errors or messages were reported by the maestro generator 4000. The distal end was dissected. There is dried body fluid under r3 ring and fluid in the interior of the shaft. Inspection after dissection showed a broken wire near the weld to the ring 3 electrode. A segment of the wire was still welded to the ring 3 electrode.